Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the transmitter may have not been functioning properly for a couple of months leading up to the call. Caller stated that there were times when the transmitter would completely stop functioning. The caller also reported that the threshold suspend feature was triggered with a blood glucose level of 104 mg/dl. Sensor glucose level at the time of this incident was not provided. The customer's mother also reported that the customer had experienced high blood glucose levels due to bent cannulas. The sensor was not replaced or returned for analysis.